Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation auto CPAP. The manufacturer received information alleging a foul burning smell from the device's motor. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation auto CPAP. The manufacturer received information alleging a burning smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer visually inspected the device and observed that the thermal test failed because the heater plate was operating intermittently, the heater was most likely defective. The manufacturer was able to confirm the complaint. Additionally, in this report some parts were updated. B5, problem code grid, evaluation results code, and conclusion code grid has been updated.